Manufacturer narrative:
The patient was born on an unreported date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized on the same day as the onset of the event. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. Fourteen days after onset of event, antibiotic treatment was discontinued and the patient was recovered. Dianeal therapies were ongoing. No additional information is available.